Event description:
Additional information received indicated the device was explanted and replaced to address the normal elective replacement indicator (eri). The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to have reached the elective replacement indicator (eri). Battery depletion was believed to be normal, however, a battery longevity overestimation was suspected. Abbott technical support was contacted, but could not confirm if the longevity estimate was normal. No intervention was performed at this time. The patient was stable and will continue to be monitored.